Manufacturer narrative:
Sections b5 and h10 were updated.

Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6)) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. No patient involvement.

Manufacturer narrative:
Section b5 was updated based on the additional information received. The customer's complaint that the autopulse nxt platform (sn (B)(6) continued to display a red band guard lock indicator after the nxt band was connected was confirmed during the functional testing. The root cause of the reported complaint was a misaligned magnetic sensor board. The archive data indicated no error codes. The nxt platform passed the preliminary functional test. During further testing, the test nxt band was connected to the platform, and upon powering on, the nxt platform displayed a flashing red band guard lock indicator, confirming the complaint. Upon removing the drivetrain assembly, the right magnet sensor board was noted to be slightly misaligned with the frame. This misalignment caused the red band guard lock indicator on the right user control panel to flash when the device was powered on. After readjusting the magnetic sensor board to the manufacturing specifications and testing with multiple nxt bands, the reported complaint was not reproduced. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Following the service, the autopulse nxt platform passed the final tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
While crews were testing autopulse nxt devices, one crew member reported that the nxt platform (sn (B)(6) continued to display a red band guard lock indicator after the nxt band was connected. After multiple troubleshooting attempts, including replacing the band twice with new ones, the red band guard lock indicator continued to illuminate on the right side of the platform. The band clipped in without issue and appeared to be properly seated. Despite several attempts, the customer was unable to get the nxt platform to function properly. A training medic also tested the nxt platform and observed the same results. According to the customer, the nxt platform was tested with multiple bands, which have since been discarded. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During training, the crew noticed that the autopulse nxt platform (sn (B)(6)) kept showing a red band guard lock indicator after connecting the nxt bands to the platform multiple times. According to the customer, the issue occurred several times during various attempts by the crew members during training. No patient involvement.